Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that the patient's ins is totally dead. Patient stated she told her pain management doctor who told the patient they had tried to call last week and make an appointment with a manufacturing representative (rep), but the patient "hasn't heard anything yet". The patient also mentioned the ins wasn't working a while back. The patient asked "is it going to give me a problem putting a new battery in?" And then clarified the question as "are they going to put a new battery in?". The patient also mentioned "right now I don¿t have anything to help with pain." The patient confirmed pain mentioned was pain she's had since implant which was the reason for receiving spinal cord stimulator (scs) device. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported that the patient said that her ins battery is showing empty on the ins recharger (insr). On the patient programmer it gives her power on reset (por) warning while trying to charge, and therapy has stopped. The patient said that the ins wasn't working, had no power, nothing. The patient mentioned that today she has been feeling stimulation in her stomach, but the stimulation sensation stopped on the call. The patient also mentioned they were talking about replacing the ins because it was acting weird. The por message cannot be cleared. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the ins was replaced due to overdischarge; the rep stated that according to the patient, she was unable to use her device for a while but she didn't remember how long ago. The rep reported that the patient stated that she lost about 50 lbs and since then she began having trouble recharging. The patient said she didn't report it to anyone until she wasn't able to charge at all. The ins was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.